Manufacturer narrative:
Siemens healthcare diagnostics has identified issues with the advia chemistry xpt systems with software version 1.0.3 which may affect the day to day behavior and/or workflow of the system. The issues are: auto start-up failing, the calibration interval resets when a reagent blank is run, the control definition screen assumes the range defined is two standard deviation, laboratory information system communication and a laboratory automation system issue, the printer driver resets, the ion selective electrode calibration ranges are too conservative for urine sodium, the archiving and deletion maintenance activity may fail, and workstation services may restart. An urgent medical device correction (umdc) was sent to customers in the united states and an urgent field safety notice (ufsn) was sent to customers outside of the united states in october 2015. The umdc and ufsn were entitled "advia chemistry xpt systems multiple issues identified in software version 1.0.3." The umdc/ufsn explains the issues and the actions customers can take if they experience them.

Event description:
When the sample pause button of an advia chemistry xpt instrument was pressed so that additional samples could be added, the additional samples were not processed once the system was restarted. The samples that had already been in process continued processing. There are no reports of patient intervention or adverse health consequences due to this issue.